Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as pt did not wear a mask while performing pd therapy. On the same day as onset, the pt was hospitalized for the event. On an unreported date, the pt began treatment with injection (inj) ceftazidime (500 mg, frequency and route not reported) and inj amikacin (125 mg, frequency and route not reported) for peritonitis. At the time of this report the pt completed antibiotic therapy and dianeal therapy was ongoing. On an unreported date the pt was recovered from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.